Event description:
It was reported that a pt's device was found to be set to 0 ma during a recent office visit. Good faith attempts to obtain programming/device diagnostic history have been unsuccessful to date. The pt's programming history available in the in-house database was reviewed; however, there was no observation of the device being set to 0 ma upon initial interrogation.

Manufacturer narrative:
Analysis of programming history.